Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the needle currently included in the kit causes dural punctures. All anesthesiologists are complaining about it." Multiple attempts to obtain additional information from the complainant have been unsuccessful at the time of this report.